Manufacturer narrative:
The review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Tgu404015/14222571: (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is intended for endovascular repair of isolated lesions (not including dissections) of the descending thoracic aorta in patients who have appropriate anatomy. The IFU also states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (e.g., aneurysm, and false lumen) and reoperation.

Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat an aneurysm and a type b uncomplicated aortic dissection. The device was implanted in zone 2 (distal to the left common carotid artery) and covered all the dissection area. A left common carotid artery (lcca) to a left subclavian artery (lsa) bypass procedure was performed. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2015. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 48.7mm. On (B)(6) 2016, follow up computed tomography imaging determined the maximum diameter of the aortic aneurysm/ lesion measured 60mm. On (B)(6) 2016, the patient developed a thoracoabdominal aneurysm extent v. Reportedly, it was a rapidly pre-existing enlarging aneurysm, distal to the previously treated dissection. The cause of the rapid enlargement was unknown. The patient underwent a repair from the previous tgu404015 device to the superior mesenteric artery (sma) level using a dacron graft. Additionally, a reimplantation (unknown) of the celiac artery was done to maintain perfusion. Thoracic vertebrae (t-9, t-11, t-12) had a reimplantation with as patches. Also, the femoral-femoral bypass procedure was performed using 8mm dacron graft. The patient tolerated the procedure.